Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Sterile devices from the same lot were returned from the account and testing was successfully performed with no anomalies noted. The reported difficulty appear to be related to an inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The eleven (11) additional proglide devices referenced are filed under separate medwatch report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with nine proglide devices, five at the left common femoral artery and four at the right common femoral artery, via a 7f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, all nine proglide devices it appeared only one needle deployed. Due to this there was no contact with the cuff and no link. Another proglide device from another lot number was used on each side; due to the repeated deployment attempts the arteries were damaged and required a surgical alternative, bilateral cut down and suturing to achieve hemostasis. Another proglide device from the same lot number as the nine proglide devices was deployed on the table and it appeared only one needle deployed. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.